Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to prevent pregnancy: implanon, depo-provera and ortho tri-cyclen. Past adverse reactions to the above products included adverse drug reaction with implanon. Concomitant products included cilest (ortho tri-cyclen). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("fibromyalgia"). In 2016, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced bladder prolapse ("prolapsed bladder"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cysts"), abdominal pain lower ("lower abdominal pain") and groin pain ("groin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder prolapse, endometriosis, ovarian cyst, fibromyalgia, urinary tract disorder, bladder disorder, dysmenorrhoea, fatigue, abdominal pain lower and groin pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, bladder disorder, bladder prolapse, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, groin pain, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fibromyalgia, urinary problems or changes, bladder problems, dysmenorrhea (cramping), fatigue, lower abdominal pain, groin pain", historical drug, concomitant drug, lab data, reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder prolapse ("prolapsed bladder"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bladder prolapse, endometriosis and ovarian cyst outcome was unknown. The reporter considered bladder prolapse, endometriosis, ovarian cyst and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.